Manufacturer narrative:
Siemens investigation of the reported incident is ongoing. A supplemental report will be submitted upon completion of this investigation.

Event description:
Siemens was notified on march 28, 2013 of a system lockup which required the scanner to be rebooted during an interventional study. Reportedly, the ics locked up during the second part of an interventional study. The protocol used involved two spiral scans - the first being a high dose scan and the second a lower dose for biopsy needle intervention. The first scan was successful; however, the ics locked up during the second scan and no images were produced. After a hard reboot, the lock up occurred again. There was no injury to the pt reported; however, the second part of the scan was repeated with a different protocol.